Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the inner part of the silicone boot tip on the cold jaw was dislocated from its original location. While we were unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during prep for an endoscopic vein harvesting procedure, it was observed that the silicone jaw of the hemopro device separated from the wire in the package. The device was removed from the operating room prior to the patient entering. A replacement device was used to complete the procedure. The hospital did not report any pt effects, as there was no pt involvement.